Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant of right atrial lead, the stylet was removed, and it was noted that the end of the stylet was crimped and physician was unable to replace stylet. It was also noted that the lead had elevated pacing thresholds and the lead was not used and a new lead was implanted. Patient condition was stable.